Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was verified. It was determined that the dso sensor and seal were the root cause. The dso sensor, uso sensor, and expulsor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that during testing, the device failed volume testing. It was further reported that the device has a bubbled downstream occlusion (dso), scratched lens and cracked battery compartment. There was no patient involvement; no patient adverse effects.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.